Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 51-63 mg/dl. Reportedly, the cause was due to the customer experiencing an increased bg level and subsequently, exercised and delivered more insulin that needed to address bg level. The customer consumed carbohydrates to address the low bg.